Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for labels not sticking with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for labels not sticking was not observed as all samples met specifications. A review of the manufacturing records was completed for the known incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for labels not sticking with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® sst¿ tubes had missing label information. No serious injury or medical intervention reported.